Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup mode following a magnetic resonance imaging (MRI) scan and could no longer be interrogated. No intervention was reported. The patient was stable and asymptomatic.